Event description:
Caller reported alarms related to occlusion events, which resulted in high blood glucose levels that exceeded 500 mg/dl. Specific glucose value was unknown, but readings displayed "high." Caller managed high glucose by performing a correction injection using multiple daily injections and did not require third-party assistance. To resolve the issue, the caller changed the infusion set and cartridge, then resumed insulin therapy. There was no further information regarding additional outcomes of the event outside of a follow-up request for further assistance due to recurring occlusion issues.